Manufacturer narrative:
The fse confirmed the leak from the rbc bath. The rbc bath was empty and the wbc bath was full causing the "wbc bath overflow" errors. The fse replaced the rbc bath resolving the leak. The fse found the pinch valve under the rbc bath was clogged with dried clenz that leaked from the rbc bath. The fse cleaned the pinch valve resolving the clog. Upon recur; the failure mode identified is likely to cause erroneous results for rbc and plt parameters due to incorrect dilution and/or carryover from the rbc bath. (B)(4).

Event description:
During a customer visit, a field service engineer (fse) from beckman coulter reported 20-30 mls of clenz leaked from the rbc bath. The leak was contained. The rbc bath was empty and the wbc bath was full causing the ¿wbc bath overflow¿ errors. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated for this event.